Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, and the right lead was explanted and replaced, thereby restoring therapy.

Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000119326.

Event description:
It was reported that the patient's right lead had high impedances. In turn, patient experienced ineffective therapy and was unable to place ipg into MRI mode. Programmer showed error message the message, 'MRI is not advised, there may be a problem with the implanted leads.' Troubleshooting was unsuccessful. As a result, surgical intervention may be undertaken in the future to address the issue. Investigation was unable to determine which of the leads had high impedances.